Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error alarm and an unexpected restart occurred. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer received an additional error alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest. However, unit received with constant pump error 38 alarm during the rewind test due to corroded motor home switch. Unable to perform basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error due to motor anomaly. Unit received with minor scratches on case, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.